Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v278049, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that the patient stated she had been explanted in 2013 or 2014 because it wasn't really helping her.